Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one decontaminated device sample was received for investigation. Under visual inspection the sample appeared to be in good condition. The tracheostomy kit contains sterile lubricating jelly. The introducer shall be lubricated by the help of lubricant for better insertion. As per instruction for use ¿insert the lubricated introducer into the lubricated tracheostomy tube ensuring that it ¿clicks¿ into position.¿ testing was performed and the purple introducer was easy to insert into the tube. Based on results of testing the reported failure was not observed, and no trend of similar customer complaints was identified. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the purple guide tube was difficult and occasionally unable to be inserted into the tracheostomy tube. There was no patient involvement, and no patient harm/adverse event reported.